Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and the power plug were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the system was turned off it made a strange noise and when the system was turned back on the screen was black. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.